Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; a faulty dx board was found, resulting in no sdi2 signal, and a worn video connector latch was found, causing loss of image when manipulating (i.e., wiggle) the pigtail. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
A user facility reported to olympus that the side a port was not functioning and the sdi cable was not functioning. The problem, as reported to olympus, was identified during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. More than 7 years have passed since the device was delivered, based on the results of the legal manufacturer's investigation it is likely that the parts on the board deteriorated over time leading to failure due to repeated use over time. In addition, it is also likely the latch of the video connector has worn out due to repeated use over time. As a result, this has led to an unstable connection between the electrical contacts.